Event description:
Additional information received indicated that bilateral s1 leads migrated and confirmed under fluoroscopy and as such surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 10060202.

Event description:
It was reported that the left s1 lead had migrated and confirmed via x-ray. Patient was unable to get left side coverage. It was noted that patient has been non-compliant with post operative care instructions. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.